Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon noticed that there was a washer in the area where he was working. He checked to see if there were more parts inside but no other foreign body in the patient was found. They took out the fenestrated bipolar forceps instrument and the washer that had fallen. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor to confirm that the instrument was inspected before use with no issues noted. The surgeon was doing a specimen extraction when the issue occurred. The surgeon was using the instrument for an hour when the issue occurred. There were no collisions with other instruments or arms. The instrument was removed with no resistance. The washer was removed with laparoscopic forceps. The surgeon inspected the area and there were no more fragments inside the patient. The procedure was completed with another instrument (maryland bipolar) with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument, but failure analysis has not yet been completed. A review of the photos for the fenestrated bipolar instrument associated with this event has been performed by an isi failure analysis engineer. The following additional information was provided: the object appears to have come from the idler pulley of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument and performed failure analysis. The fenestrated bipolar forceps was analyzed and found to have one of the distal pulleys broken off. The broken piece measuring roughly 0.143¿ in diameter was not returned. Components adjacent to the broken clevis did not show damage.